Manufacturer narrative:
The customer evaluated the device with assistance from a philips remote service engineer (rse), and it was determined that the touchscreen needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the touchscreen to resolve the issue and bring the device back to functionality. Following the repair, the device was placed back into service.

Manufacturer narrative:
Date of report: 13jul2021. There was no patient involvement.

Event description:
It was reported to philips that the device had a touchscreen issue. The device was not in clinical use at the time of the event. There was no report of patient or user harm.